Event description:
A report was received that the patient was admitted to the hospital on the suspicion of having an infection at the pocket and lead site following a lead revision. The patient's symptoms were redness and swelling at the pocket and lead site. The patient was prescribed IV antibiotics. The physician suspects that the redness and swelling are related to the lead procedure. The patient was released from the hospital and is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead with platnalock technology - 50cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices found them to be satisfactory.